Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 8:00pm. It is not specified whether the patient was taking any diabetes medications or made any changes to her diabetes management at the time of the alleged issue. The patient claimed at an unknown date and time prior to the alleged issue, she was throwing up. In spite of the symptom, the patient denied receiving any medical treatment. At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misused of the meter, the power button does not turn on, and the meter did not require a battery replacement. The patient did not have test strips available to power the meter on per the owner's manual. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.